Manufacturer narrative:
Patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026, which remained elevated for 3-4 hours. The high blood glucose was treated with a manual correction injection. No further information available.